Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2001 and sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: incontinence. It was reported that following insertion the patient experienced pain and erosion. It was reported that patient underwent mesh removal , removal of foreign body, and anterior repair. There are three surgery dates as per medical record¿(B)(6) 2002 and (B)(6) 2005. Additional surgical information includes: removal of eroded mesh and removal of stent and cystostomy tube and three surgery dates: (B)(6) 2006, (B)(6) 2007. It is reported patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring.